Event description:
It was reported to philips that the battery (lot 19231-0058-p) failed to calibrate in the cadex c7400 unit. There was no patient involvement.

Manufacturer narrative:
Updated with failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return.

Event description:
It was reported to philips that the battery (lot 19231-0058-p) failed to calibrate in the cadex c7400 unit. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in three of the led indicators illuminating, indicating a partially charged battery. Upon evaluating the returned battery, it was found that the battery was unable to charge or calibrate in the cadex charger and displayed an error code ¿fail 128¿. Additionally, the battery failed to trickle-charge in the cadex charger and yielded an error code ¿fail 160 ¿ bad fuse or driver¿. Upon conclusion of the analysis, it was verified that the battery was faulty.